Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with complaints of chest pains. Atrial lead showed oversensing with upper rate tracking. The ventricular lead showed rising impedence over the last three months. The atrial lead remains implanted. The ventricular lead was capped and replaced. No patient complications were reported as a result of this event.